Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va01zrc, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was having trouble "urinating for many hours" and wanted to turn off their implantable neurostimulator (ins) to see if there was any change. This issue had started on (B)(6) 2014 and they thought it was the "battery". The patient went very infrequently, something around 8 hours. The patient had to go at 3 am, but felt "very full". When they sat on the "bowl nothing comes out". The patient was unsure that they felt the stimulation as they used to feel the "vibration" and could not now. The patient was not sure when the stimulation had stopped as they assumed it was functioning. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.